Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not pull our of sheath properly and the hospital was unable to use it. A replacement device was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the delivery device was outside of the loader and the plunger had not been depressed. The seal subassembly remained in the loader device. No evidence of blood was seen inside the deployment tube. The reported failure was confirmed. A not history record review was completed for the product. There was non conformance which could have attributed to this failure mode.